Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by the report. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Load ache, run-up ache [arthralgia]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a physician via a company rep regarding an adult pt, initials (B)(6). The pt's medical history was not provided. On an unspecified date, the pt initiated synvisc, 2 ml in the right knee. On an unspecified date after the second injection, the pt experienced "load/run-up ache." The pt received antibiotics. The pt was hospitalized and underwent lavage, and right knee aspiration. The synovial fluid analysis showed leukocytes were present. The pt underwent a lavage rinse-suction draining. At the time of this report, the pt was still hospitalized and receiving therapy. The action taken with synvisc was not provided. The pt's outcome was not provided. Concomitant medications were not provided. The relationship between synvisc and the events was not provided by the reporting physician. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. See MFR's control number (B)(4) for other adverse events from this reporter.